Event description:
During servicing of a (B)(6) male pt charger/modem, which was returned for downloading issues, a reportable problem was discovered. The charger/modem was resetting. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (downloading issues) was confirmed. As rec'd, the charger/modem was resetting. Upon eval, there was corrupted data on the flash memory. The cause of the downloading issues and resets is the corrupted flash data. The root cause of the corrupted data cannot be positively identified, but was corrected by reprogramming the charger/modem. No adverse event resulted from the defective charger/modem. The pt was issued a replacement charger/modem.